Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device log showed that error had occurred several times for more than 2 months before it was reported. The device was fast tested (runs a daily, weekly, and monthly self-test within 30 minutes) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. The main board was replaced. Evaluation of the main board was unable to confirm the fault. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.